Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
Advised by customer that an instrument has broken inside a patient. Currently no further information at all regarding the instrument, fault or circumstances. Visiting the hospital tomorrow to obtain further details and instrument.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A clinical review states the device is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage and reported retained foreign body could not be definitively determined. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopic shoulder stabilization procedure, the arthropierce broke inside the patient and one piece remained in the patient. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: additional information: updated: b5, d1, d2, d4 (catalog number and UDI), g4 (PMA/510(k)number), h6 (health effect - clinical code, health effect - impact code and medical device problem code) h11: corrected data: d3 and g1 corrected: manufacturing name, city and address. This report was inadvertently submitted under manufacturer report number 1020279, correct manufacturer report number is 1219602.